Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the ilet pump shut down and could not be opened, after which the user placed the device on the charger to power it back on and completed a full supply change with guidance, including reconnecting an inset 23" infusion set and resuming insulin delivery; the user also received education on pausing and resuming for showers and on reordering supplies. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included successful restoration of insulin delivery and normal device use without alerts or alarms. Investigation included customer support troubleshooting and user education. Investigation of this case revealed the device powered on with external power and functioned as designed after reconnection, indicating no persistent hardware malfunction and no alarm conditions. It was concluded, based on previously established findings for similar reports, that the event was due to user handling during a supply change and was resolved through standard troubleshooting and education.